Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the respiratory therapist stated that the vent started alarming, and all the waveforms went blank. The patient was removed from the ventilator, manually ventilated, and then transitioned to a backup ventilator without further incident. There was no harm or injury to the patient. A log review indicated non-critical thread failures, with the ventilator providing uninterrupted ventilatory support to the patient.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.